Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown crossfire insert. An evaluation of the device cannot be performed as the device was disposed in the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding wear involving an unknown crossfire liner was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had a tha on (B)(6) 1993 and the insert and head were changed the new one because it was worn away.

Event description:
It was reported that the patient had a tha on (B)(6) 1993 and the insert and head were changed the new one because it was worn away.